Event description:
A report was received that the patient was having tenderness on the incision site where the clik anchors were located. The patient will undergo revision where the physician will use soft silicone anchors to bury the anchoring system so that they are not palpable through the skin.

Event description:
A report was received that the patient was having tenderness on the incision site where the clik anchors were located. The patient will undergo revision where the physician will use soft silicone anchors to bury the anchoring system so that they are not palpable through the skin.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. Additional information was received that the patient underwent a revision wherein the entire scs system was replaced per physician¿s preference. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having tenderness on the incision site where the clik anchors were located. The patient will undergo revision where the physician will use soft silicone anchors to bury the anchoring system so that they are not palpable through the skin.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).